Manufacturer narrative:
Upon receipt, the lead under complaint was found capped 44cm proximal to the lead tip. Only the distal fragment was received for analysis. The proximal fragment including the df4 connector pin was not returned. The performance of the lead fragment was scrutinized, including a visual inspection. The analysis showed multiple abrasion marks along the lead fragment. In particular between 14cm and 11cm proximal to the lead tip the insulation was found damaged due to wear, which is assumed to be the root cause of the observed oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Further damages such as cuts into the insulation 42cm and 29cm proximal to the lead tip and a deformed rv shock coil, most likely occurred during the extraction procedure. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that approximately 37 months after the implant this lead was explanted due to oversensing in the ventricle channel.